Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached inside of the pt at 28,490 joules. Also, it was reported that the fiber cap was flushed from the pt's bladder. No pt injury was reported. The device was not returned for eval.